Event description:
The following has been reported: biomed reported: "pump is making abnormal noise during the start up sequence and then immediately goes into a "service needed" error state. " patient harm: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to mechanical hardware failure (air compressor). Upon return, the device started up with double red pump alarm.log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed engineering test pneumatic assembly and performed recharge test, unit passed (no error). The air compressor will be removed and replaced during repair process. No other damage found.